Manufacturer narrative:
Aware date is estimated.

Event description:
The patient reported that they met with a manufacturing representative (rep) about 3 weeks prior to the report, and they reprogrammed and checked ¿something¿; the patient was not provided with any specific information. The patient noted that they are still having the same issue of their ins not holding a charge. Additional information received from the manufacturing representative on (B)(6) 2017 indicated that they ran impedances and checked the recharging history of the device. They noted that impedances were within normal limits, and the recharging history was not congruent with what the patient previously described. On (B)(6) 2017, the patient called back for troubleshooting. They noted that they recharged the ins and left stimulation on until they went to bed the night prior to the report. The patient stated that the stimulation turned off by itself the morning of the report, so they were charging the ins again. They connected with the ins at the time of the report, and the programmer showed that the stimulation is off, and that both the programmer and ins batteries are half full. The patient mentioned that their amplitude setting is at 8.50, which is what the rep set it at. At the time of the report, the patient connected with their recharger; at first they only received 4 coupling bars, but were getting full coupling after a few minutes. The patient confirmed that they sometimes charge to the ¿sufficient for use¿ point. Patient services then reviewed recharge interval expectations based on settings with the patient and explained that their amplitude indicates a high setting which will cause the ins to deplete. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the implant device had not worked for some time and the healthcare provider and manufacturer representative concluded he needed a new implant. The patient stated he was told there was a problem with the unit itself and had been trying for months to get the issue straightened out. The patient explained that the implant sometimes worked and then it would cut out and not charge. The patient clarified that at first the implant would not take a charge so they reset it to take a charge and then the implant kept changing. The voltage was lowered and it was thought that was going to help, but when it was reset the unit kept cutting off. The patient mentioned that he might have the stimulator on for five minutes and it would go off on its own and sometimes it would go half a day or more then all of a sudden shut off. The patient would go to bed and it would shut off and this had been going on for 4-6 months where the device had been adjusted multiple times but nothing worked. The patient stated his device was useless now and he was on crutches most of the time. The patient was scheduled for a replacement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the p patient¿s implantable neurostimulator (ins) could not keep a charge. Specifically, the ins was completely charged on friday and by saturday the patient noticed that the device was not recharged. It was also reported that during this time, the patient was not feeling any stimulation and their pain worsened. The ins was checked with the patient programmer (pp) and it showed that the stim was on. There were no reports of trauma/ falls that could be related to the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the issue wasn't resolved and it was no longer taking a charge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient was trying to find a new healthcare provider (hcp) and needed to get their medical records for a new hcp to review. The recharging issue was not resolved. The patient reported they charged everyday and the battery was full at 11:00 at night but in the morning the battery was gone. The patient let the battery charge until about noon before they turn it on. A manufacturer representative (rep) was going to perform a recharge interval calculation. No further complications were reported.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they were having to recharge their device too frequently. It was indicated that the patient was having trouble keeping their implant charged. The patient stated that they had to charge it every day for the last month and it had been getting worse as they use to only have to charge it every four to five days. The patient said that they had been working with a manufacturing representative to try and resolve the issue. The icons were confirmed with the patient and it was verified that they were looking at the correct batteries. The patient stated that the recharger battery was full and the ins was charging and was about a quarter full. They stated that they fully charged it yesterday evening around 5 pm and they saw the screen signifying the battery was full. This morning around 6 pm, the battery was low and they had been charging it now since 7 am. The patient reported that they usually got about half of the coupling boxes, but on the call, they started with 8 coupling boxes and then it later went down to 5. Coupling boxes were reviewed as well as their effect on charging (will affect recharge time). Adhesive discs were suggested to help with the patient¿s coupling issue and were sent to the patient. It was indicated that the patient did charge their device to 100 percent full. The importance of the antenna placement was also reviewed. The patient was redirected to follow-up with their healthcare provider (hcp) to determine if something was going on with their implant that was affecting it holding a charge. The patient indicated that they did not currently have a hcp. There were no symptoms reported. It was reported that the event occurred about a month ago in (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the situation had not improved. The patient was trying to keep it charged and it was a challenge. The patient reported that they no longer used stimulation at night. The patient reported that they decreased the amplitude to 7.0v, but the ins was still depleting very quickly (in one day). No further complications are anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) revealed no anomalies. If information is provided in the future, a supplemental report will be issued.